Event description:
It was reported that the patient was implanted for help with bladder and pelvic pain and for help with controlling urine flow. The patient experienced (B)(6) results for all her conditions during the trial, but had received no therapeutic benefit since the permanent implant. The patient's lead was explanted and replaced two and a half months after the implant, but it was not known why the lead was replaced and the patient did not experience any improvement after the replacement. The patient stated that she had tried 16 "channels" on her system. It was reported that the patient was working with her doctor to resolve her issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v855586, implanted: 2012 (B)(6), explanted: 2012 (B)(6); lead: model 3889-28, lot# v956823, implanted: 2012 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).